Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy, that an 8mm permanent cautery hook instrument broke during extraction from the cannula. The screw of the instrument was loose and resulted in difficulty removing the instrument through the cannula. The surgeon successfully removed the instrument with the cannula together, no fragments fell inside the patient. Intuitive surgical, inc, (isi) followed up with the robotics coordinator and obtained the following additional information: the instrument was inspected prior to the surgery, with no visible damage noted. It was confirmed no collision of instruments occurred during the surgery. The ports were not increased for extraction of the instrument. The tip of the instrument broke off outside of the patient, and the fragments never fell inside the patient. The fragments were later found on the or floor.

Manufacturer narrative:
A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the 8mm permanent cautery hook instrument be returned for evaluation; however, the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is considered a reportable event due to the following conclusion: it was alleged that permanent cautery hook instrument broke during extraction. At this time, it is unknown what caused the breakage to occur. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur, as unintended broken fragment(s) falling inside the patient may require surgical intervention. If additional information becomes available a supplemental MDR will be submitted.